Event description:
Initial report concerns an (B)(6) male pt and was received from a user facility va the company distributor on (B)(6) 2015. The pt's past medical history and concomitant medications were not reported. The pt's concomitant disease was reported as hypertension. On (B)(6) 2015, the pt underwent deb-tace procedure using bc beads (bead size not provided) loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015, eight days following the procedure, a follow-up CT revealed biloma but the pt did not experience any symptom. The pt's hospitalization was prolonged due to the events. As of (B)(6) 2015, the outcome of biloma was unk. The reporting physician stated that the event biloma was probably related to dc bead.

Manufacturer narrative:
Company ref:(B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this pt. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avm's. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the MFR for eval. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: pt underwent deb-tace and subsequently developed a biloma detected by CT from which they had no symptoms. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. This event is currently under investigation by the MFR and the conclusions of this investigation/any new info received will be communicated as a follow-up report.

Manufacturer narrative:
Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalization. The company medical assessment found the event may have been due to user error and the company root cause analysis concluded that the embolization endpoint was unknown, however, over-embolization could have occurred therefore the tace procedure itself could have contributed to the event. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety. Corrective actions have been initiated as a result of this complaint.

Event description:
This is a follow up report providing the manufacturers analysis and investigation information: the initial information was reported as follows: initial report concerns an (B)(6) male patient and was received from a user facility via the company distributor on february 27, 2015. The patient's past medical history and concomitant medications were not reported. The patient's concomitant disease was reported as hypertension. On (B)(6) 2015, the patient underwent deb-tace procedure using dc beads loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015, eight days following the procedure, a follow-up CT revealed biloma but the patient did not experience any symptom. The pt's hospitalization was prolonged due to the events. As of (B)(6) 2015, the customer of biloma was unk. The reporting physician stated that the event biloma was probably related to dc bead. Additional information received on may 25, 2015: (B)(6) 2015: tace was performed using drug-eluting dc bead (100-300 pm) one vial loaded with 37.5 mg of epirubicin hydrochloride. (B)(6) 2015: CT scan after tace showed biloma (hospitalization and prolonged hospitalization) and cholecystitis, for which therapy with antibiotic (cravit (levofloxacin hydrate) 500 mg/tablet once daily for 12 days) was given. (B)(6) 2015: biloma has not resolved (final evaluation). On an unspecified date, the patient was discharged from the hospital due to inflammation reduction.

Manufacturer narrative:
MFR report # 3002124545-2015-00020. Company (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace and subsequently developed a biloma detected by CT from which they had no symptoms. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/ any new information received will be communicated as a follow-up report. Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalisation. The company medical assessment found the event may have been due to user error and the company root cause analysis concluded that the embolisation endpoint was unknown, however, the tace procedure itself could have contributed to the event. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety corrective actions have been initiated as a result of complaint. There has been no increased trend in the reporting of the adverse events discussed in this report that would indicate a wider clinical risk that alters the current, established clinical risk:benefit profile of the device. As such, no additional risk to patients or users outside those expected for the device or drug has been identified relating to this complaint. No device failure, trend in a type of incident or unexpected risk to patient or users health, has been identified given the root cause analysis. No further investigations are required.

Event description:
Biloma cholecystitis off label use. Case description: initial report concerns a (B)(6) male patient and was received from a user facility via the company distributor on 27feb2015. The patient's past medical history and concomitant medications were not reported. The patient's concomitant disease was reported as hypertension. On (B)(6) 2015, the patient underwent deb-tace procedure using dc beads (bead size not provided) loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015, eight days following the procedure, a follow-up CT revealed biloma but the patient did not experience any symptom. The patient's hospitalisation was prolonged due to the events. As of (B)(6) 2015, the outcome of biloma was unknown. The physician stated that the event was probably related to dc bead and that a possibility of over-embolization may be considered. Additional information was received from a user facility via the company distributor on 25may2015. Past medical history: blending method of tace ((B)(6) 2014) and drug-eluting bead (using dc beacl) tace ((B)(6) 2014). On (B)(6) 2015/ tace was performed using drug-eluting dc bead (100-300 pm) one vial loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015, seven days after the procedure a CT scan showed biloma (hospitalization and prolonged hospitalization) and cholecystitis, for which the patient received antibiotic treatment (cravit (levofloxacin hydrate) 500 mg/tablet once daily for 12 days). As of (B)(6) 2015, the patient did not recover from biloma. On an unspecified date, the patient was discharged from the hospital due to inflammation reduction but biloma did not resolve. The physician stated that biloma was probably related to selective injection of dc bead, epirubicin hydrochloride. Additional information received on may/25/2015: (B)(6) 2015: tace was performed using drug-eluting dc bead (100-300 microm) one vial loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015: CT scan after tace showed biloma (hospitalization and prolonged hospitalization) and cholecystitis, for which therapy with antibiotic (cravit (levofloxacin hydrate) 500 mg/tablet once daily for 12 days) was given. On (B)(6) 2015: biloma has not resolved (final evaluation). On an unspecified date, the patient was discharged from the hospital due to inflammation reduction. Additional information received from a company distributor on 20-aug-2015: on (B)(6) 2015, the patient was discharged. On (B)(6) 2015, CT scans were performed. Both CT scans displayed that biloma slowly showed a tendency of improvement. On (B)(6) 2015, the patient underwent deb-tace performed with hepasphere and ia-call (the sites of the procedure were the middle and the left hepatic arteries). On (B)(6) 2015, CT scans were performed. Both CT scans displayed that biloma slowly showed tendency of improvement. Possible cause for the biloma was: complication and past medical history of the patient, patient's characteristics, the underlying disease (hcc). The patient did not present hepatic cirrhosis or biliary disease. His size of bile duct was within the normal range. No rfa as background treatment. Tace-related matters were: degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): about 5 heartbeats, size of the product used (100-300 microm), anticancer drug epirubicin. Possible causative factors of biloma are the size of the product used and the anticancer drug. The physician also confirmed on a later report (17-sep-2015) that the degree of embolization was normal, with a disappearance rate of contrast medium about 5 heartbeats (same rate as eisai's recommendation). He also mentioned that the treating physician is well experienced with tace. No information was reported on cholecystitis. Biloma was considered by the reporter as probably related to dc-bead therapy, although the anticancer drug (epirubicin) may have been related to the event. The reporter did not assess the event cholecystitis. The company considered the event biloma serious since it required an hospitalization, whereas cholecystitis requiring only an antibiotic therapy was considered non-serious. Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Additional information received on 17-sep-2015: customer complaint investigation far-pce-15-0028. This complaint was categorised as "procedural complication". A review of all complaints relating to procedural complication for dc/lc bead and bead block between 2005 and jun2015 was carried out, a total of 22 incidents of this category/type have been reported. An analysis of overall incidence of complaints, shows that the occurrence of complaints and/or occurrence of defective product (categorised as procedural complication), is below that expected by the manufacturer (22/298,263 is an overall reporting rate of 0.007%). This is in consideration of the manufacturer's final product risk analysis. There has been no increased trend in reporting of procedural complications that would indicate a wider clinical risk that alters the current, established clinical risk:benefit profile of the device. Moreover for each of the adverse events reporting in the complaints covered in this report, reporting rates remain below 1% of the estimated treatment population. As such, no additional risk to patients or users outside those expected for the device has been identified relating to these complaints. No device failure, trend in a type of incident or unexpected risk to patient or users health, that would impact established risk:benefit profile, has been identified given the root cause analysis. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The events biloma and cholecystitis are unlisted according to the current instruction for use of dc bead. The physician considered the event biloma as probably related to dc-bead therapy, although the anticancer drug (epirubicin) may have been related to the event. The reporter did not assess the event cholecystitis. Although the underlying disease as well as the anticancer drug may have been related to the event, the company considered also the events biloma and cholecystitis experienced by the patient as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Final assessment received on 22-dec-2015: the company considered also the events biloma and cholecystitis experienced by the patient as related to the product, as its role cannot be excluded, although the underlying disease as well as the anticancer drug may have been related to the event. No device failure has been identified as a result of this adverse event. No further follow up information is expected and it has been assessed that no corrective action is necessary at this time and the report is considered final. The case is closed.

Manufacturer narrative:
Follow up medical assessment concluded that the new information does not change the initial medical assessment. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report. On (B)(6) 2015, tace was performed using drug-eluting dc bead (100-300 pm) one vial loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015, seven days after the procedure a CT scan showed biloma (hospitalization and prolonged hospitalization) and cholecystitis, for which the patient received antibiotic treatment (cravit (levofloxacin hydrate) 500 mg/tablet once daily for 12 days). As of (B)(6) 2015, the patient did not recover from biloma. On an unspecified date, the patient was discharged from the hospital due to inflammation reduction but biloma did not resolve. The physician stated that biloma was probably related to selective injection of dc bead, epirubicin hydrochloride.

Event description:
Previously reported information concerns patient's concomitant disease hypertension. Patient underwent deb-tace procedure using dc beads (bead size not provided) loaded with 37.5 mg of epirubicin hydrochloride. Eight days following the procedure, a follow-up CT revealed biloma but the patient did not experience any symptom. The pt's hospitalization was prolonged due to the events. The outcome of biloma was unknown. The reporting physician stated that the event biloma was probably related to dc bead. Additional information was received from a user facility via the company distributor on may 25, 2015. Past medical history: blending method of tace ((B)(6) 2014) and drug-eluting bead (using dc bead) tace ((B)(6) 2014).

Manufacturer narrative:
MFR report # 3002124545-2015-00020. (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace and subsequently developed a biloma detected by CT from which they had no symptoms. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/ any new information received will be communicated as a follow-up report. Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalisation. The company medical assessment found the event may have been due to user error and the company root cause analysis concluded that the embolisation endpoint was unknown, however, the tace procedure itself could have contributed to the event. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety corrective actions have been initiated as a result of complaint. There has been no increased trend in the reporting of the adverse events discussed in this report that would indicate a wider clinical risk that alters the current, established clinical risk:benefit profile of the device. As such, no additional risk to patients or users outside those expected for the device or drug has been identified relating to this complaint. No device failure, trend in a type of incident or unexpected risk to patient or users health, has been identified given the root cause analysis. No further investigations are required.

Event description:
Biloma. Cholecystitis. Off label use. Case description: initial report concerns a (B)(6) male patient and was received from a user facility via the company distributor on 27feb2015. The patient's past medical history and concomitant medications were not reported. The patient's concomitant disease was reported as hypertension. On (B)(6) 2015, the patient underwent deb-tace procedure using dc beads (bead size not provided) loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015, eight days following the procedure, a follow-up CT revealed biloma but the patient did not experience any symptom. The patient's hospitalisation was prolonged due to the events. As of (B)(6) 2015, the outcome of biloma was unknown. The physician stated that the event was probably related to dc bead and that a possibility of over-embolization may be considered. Additional information was received from a user facility via the company distributor on 25may2015. Past medical history: blending method of tace ((B)(6) 2014) and drug-eluting bead (using dc beacl) tace ((B)(6) 2014). On (B)(6) 2015/ tace was performed using drug-eluting dc bead (100-300 pm) one vial loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015, seven days after the procedure a CT scan showed biloma (hospitalization and prolonged hospitalization) and cholecystitis, for which the patient received antibiotic treatment (cravit (levofloxacin hydrate) 500 mg/tablet once daily for 12 days). As of (B)(6) 2015, the patient did not recover from biloma. On an unspecified date, the patient was discharged from the hospital due to inflammation reduction but biloma did not resolve. The physician stated that biloma was probably related to selective injection of dc bead, epirubicin hydrochloride. Additional information received on may/25/2015: on (B)(6) 2015: tace was performed using drug-eluting dc bead (100-300 microm) one vial loaded with 37.5 mg of epirubicin hydrochloride. On (B)(6) 2015: CT scan after tace showed biloma (hospitalization and prolonged hospitalization) and cholecystitis, for which therapy with antibiotic (cravit (levofloxacin hydrate) 500 mg/tablet once daily for 12 days) was given. On (B)(6) 2015: biloma has not resolved (final evaluation). On an unspecified date, the patient was discharged from the hospital due to inflammation reduction. Additional information received from a company distributor on 20-aug-2015: on (B)(6) 2015, the patient was discharged. On (B)(6) 2015, CT scans were performed. Both CT scans displayed that biloma slowly showed a tendency of improvement. On (B)(6) 2015, the patient underwent deb-tace performed with hepasphere and ia-call (the sites of the procedure were the middle and the left hepatic arteries). On (B)(6) 2015, CT scans were performed. Both CT scans displayed that biloma slowly showed tendency of improvement. Possible cause for the biloma was: complication and past medical history of the patient, patient's characteristics, the underlying disease (hcc). The patient did not present hepatic cirrhosis or biliary disease. His size of bile duct was within the normal range. No rfa as background treatment. Tace-related matters were: degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference): about 5 heartbeats, size of the product used (100-300 microm), anticancer drug epirubicin. Possible causative factors of biloma are the size of the product used and the anticancer drug. The physician also confirmed on a later report (17-sep-2015) that the degree of embolization was normal, with a disappearance rate of contrast medium about 5 heartbeats (same rate as eisai's recommendation). He also mentioned that the treating physician is well experienced with tace. No information was reported on cholecystitis. Biloma was considered by the reporter as probably related to dc-bead therapy, although the anticancer drug (epirubicin) may have been related to the event. The reporter did not assess the event cholecystitis. The company considered the event biloma serious since it required an hospitalization, whereas cholecystitis requiring only an antibiotic therapy was considered non-serious. Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Additional information received on 17-sep-2015: customer complaint investigation far-pce-15-0028 this complaint was categorised as "procedural complication". A review of all complaints relating to procedural complication for dc/lc bead and bead block between 2005 and jun2015 was carried out, a total of 22 incidents of this category/type have been reported. An analysis of overall incidence of complaints, shows that the occurrence of complaints and/or occurrence of defective product (categorised as procedural complication), is below that expected by the manufacturer (B)(4). This is in consideration of the manufacturer's final product risk analysis. There has been no increased trend in reporting of procedural complications that would indicate a wider clinical risk that alters the current, established clinical risk:benefit profile of the device. Moreover for each of the adverse events reporting in the complaints covered in this report, reporting rates remain below 1% of the estimated treatment population. As such, no additional risk to patients or users outside those expected for the device has been identified relating to these complaints. No device failure, trend in a type of incident or unexpected risk to patient or users health, that would impact established risk:benefit profile, has been identified given the root cause analysis. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The events biloma and cholecystitis are unlisted according to the current instruction for use of dc bead. The physician considered the event biloma as probably related to dc-bead therapy, although the anticancer drug (epirubicin) may have been related to the event. The reporter did not assess the event cholecystitis. Although the underlying disease as well as the anticancer drug may have been related to the event, the company considered also the events biloma and cholecystitis experienced by the patient as related to the product, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).